Event description:
The end user's daughter stated that her father was standing in front of the wheelchair when he went to reach for the armrests to lower himself into the chair. As the wheelchair did not have armrests installed, the end user grabbed onto nothing, causing him to lose his balance and fall, resulting in a broken arm.

Manufacturer narrative:
This wheelchair was ordered without armrests,which is why there were none installed on the chair at the time of the incident. The (B)(6) is currently working with the end user's daughter to get armrests installed on the wheelchair. This incident is being filed for documentation purposes only. No investigation will be done and no f/u report will be filed.